Event description:
The customer reported that he experienced low blood glucose and he was admitted as an inpatient for medical treatment; his glucose level was a little over 100mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that he gave himself too much insulin and did not eat. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.